Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) who reported the cause of the shocking was not determined, but changing the configuration from monopolar to bipolar resolved the issue. Additional information was received from the patient. The cause was unknown and the weight was updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported the cause of the shocking was not determined, but changing the configuration from monopolar to bipolar resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. An email was received from the patient explaining that starting in (B)(6) they started experiencing an intermittent electrical shock down their left arm and jaw. The patient stated that what started as an interesting phenomena has become a painful annoyance. The patient inquired if there was any way they can have impedances checked to determine where and which leads were giving them trouble. The patient was redirected to discuss the issue with a healthcare provider (hcp). No complications or further complications were reported.